Manufacturer narrative:
Corrected product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the handle and capsule fully opened. White unknown particulate was observed in the stability layer flush port. Fourier-transform infrared spectroscopy (ftir) testing was performed on the white unknown particulate found in the stability layer flush port, but the sample did not produce a readable spectrum. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. An in-house evfxplus-23 valve was successfully loaded onto the dcs with no issues noted. The in-house valve was deployed with no issues noted. Damage was observed to the distal end of the threading of the s crew gear; particulate was observed to the distal end of the threading screw gear. No other deformation evident to the remainder of the device. The reported event of difficult to load could not be confirmed through analysis. The reported event of particulate could be confirmed through analysis. ==================== updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the handle and capsule fully opened. White unknown particulate was observed in the stability layer flush port. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. An in-house evfxplus-23 valve was successfully loaded onto the dcs with no issues noted. The in-house valve was deployed with no issues noted. Damage was observed to the distal end of the threading of the screw gear; particulate was observed to the distal end of the threading screw gear. No other deformation evident to the remainder of the device. The reported event of difficult to load could not be confirmed through analysis. The reported event of particulate could be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h11 with additional information received for the product analysis: white particulate was observed in the wire lumen flush port. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {evolutfx}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the loading process, there was slight resistance felt when turning the deployment knob, and many particles were visible at the screw gear thread upon visual inspection. A new delivery catheter system (dcs) was used, and the valve was implanted successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated data: b5, e1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the threading was not breaking off, but small particles were visible on the screw gear thread.

Event description:
Additional information was received which confirmed that the dcs was flushed prior to loading.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the handle and capsule fully opened. White particulate was observed in the stability layer flush port. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. An in-house evfxplus-23 valve was successfully loaded onto the dcs with no issues noted. The in-house valve was deployed with no issues noted. Damage was observed to the distal end of the threading of the screw gear; particulate was observed to the distal end of the threading screw gear. No other deformation evident to the remainder of the device. The reported event of difficult to load could not be confirmed through analysis. The reported event of particulate could be confirmed through analysis. Updated data: b5. D9. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.